Event description:
It was reported that a vaxcel pasv PICC which was implanted for therapeutic purposes in a pt (gender age and weight unk) had fractured, post-procedure, at the extension tubing. The PICC was replaced with another device and there were no complications reported with this event. Supplementary info revealed that there was an add'l fracture on the PICC, distal to the suture wing.

Manufacturer narrative:
The device has been returned to the MFR. As received, a tear was identified on the extension tube, just distal to the over sleeve and proximal to the suture wing. There was adhesive residue found on both extensive tubes. Multiple impressions and cuts below the failure were observed and most likely caused by a clamp or forceps. While examining the failure on the extension tubing, another failure was identified distal to the suture wing. This failure was a tear approximately .100" from the suture parting line. The taper and body of the catheter, and parts of the suture wing exhibited a yellowish stain or discoloration. The surrounding diameter of the failure also exhibited a weakening, necking effect, commonly seen with samples that have been repeatedly flexed or stressed. The most probable root cause is excessive flex or stress on the catheter body. A review of the device history records confirms that the lot met all material, assembly and performance specifications. A similar complaint review revealed no previous complaints for lot# 1218394. The december 2007 15-month for vaxcel pasv PICC dual lumen product family, inclusive of all failure modes, has been reviewed, no unfavorable trend has been noted.